Manufacturer narrative:
The customer did not return the suspected product for evaluation. An in-house testing was performed using the in-house contour next link meter and in-house contour next test strips form lot # 8jpeg10b, which gave satisfactory performance.

Manufacturer narrative:
The patient/family was the initial reporter, so personal information was not entered. No information was captured as the customer's weight was not provided.

Event description:
An advocate reported that the customer was in the hospital for a non-diabetes related incident. At 1:45 p.m., a blood test was performed in the hospital with the customer's contour next link meter and a reading of 330 mg/dl was obtained. Based on this result, the customer received insulin from her pump and started feeling dizzy. A repeat testing was performed with the same meter and a reading of 51 mg/dl was obtained at 1:56 p.m. The nurse gave orange juice to the customer after which she felt better. The customer was advised to return the test strips for evaluation. Replacement meter and test strips were sent to the customer.